Manufacturer narrative:
Additional contact person: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a patient had coded and passed away. The customer who had called, wendy, was unable to describe the events and seemed unclear of the details to review them as she was not the nurse caring for the patient. She stated the nurse who was caring for the patient, sade, would call back with more information. She then printed out a trigger and alarm log so they would have a record of it. It was noted that there was a gas loss in iab circuit alarm on the cardiosave intra-aortic balloon pump (iabp) that may have triggered the code. They stated that dr. (B)(6) was running the code and the patient passed rather quickly. Wendy gathered the information from the iab and the iabp during the initial call. She took the getinge representative's direct number for sade to call back, which she did about 15 minutes later. Sade verbalized that none of the practitioners attributed the patient passing away due to the gas loss alarm. She stated the patient was very sick; two weeks post myocardial infarction (mi), severe cardiomyopathy, and recently diagnosed pulmonary embolism (pe). She verbalized that dr. (B)(6) and nurse practitioner, joyce were running the code and did not attribute the event to the equipment or iab. This report is for the iab. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-01392.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).